Event description:
It was reported that unspecified bd infusion set had air in line. The following information was received by the initial reporter with the following verbatim. The pump read ¿check door.¿ when the door was opened a large fluid bubble was noted at the intersection of the tubing in the door and the adaptor, fluid was stopped and new fluid and tubing were hung. The one port on the PICC was occluded and required tpn. The pump was sent to biomed to be checked (just in case it was the pumps¿ fault and not the tubing). A safety event was filed. When the tubing was removed- the tubing disconnected and the fluid from the bubble leaked out. It looked like the securement ring had migrated down leaving disconnection very easy. I noted where the bubble and disconnect were on the tubing. Since the IV was running, we do not have the packaging. Let me know if you need anything else. I believe that the cc took a picture of the ¿bubble¿ and I will forward it to you when I get it.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.